Manufacturer narrative:
Thi is one event for the same patient involving two separate products. The exact date of death was not reported and is unknown. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired. It was alleged that the event occurred due to administration of the product during dialysis treatment.